Event description:
It was reported that dissection occurred. The target lesion was located in the right coronary artery (rca). The lesion was pre-dilated with a 2.00 x 12 mm semi-complaint balloon. A 2.75 x 48 mm synergy xd drug-eluting stent was deployed. After it was deployed and post-dilated, a proximal stent edge dissection was observed. The dissection was further described as type c, flow limiting. The dissection was covered with another drug-eluting stent and the procedure was completed. The patient fully recovered.

Event description:
It was reported that dissection occurred. The target lesion was located in the right coronary artery (rca). The lesion was pre dilated with a 2.00 x 12 mm semi-complaint balloon. A 2.75 x 48 mm synergy xd drug-eluting stent was deployed. After it was deployed and post-dilated, a proximal stent edge dissection was observed. The dissection was further described as type c, flow limiting. The dissection was covered with another drug-eluting stent and the procedure was completed. The patient fully recovered. It was further reported that an 85% stenosed target lesion was located in a moderately tortuous and mildly calcified rca. The 2.75 x 48 mm synergy xd was post-dilated with a 2.75 mm non-compliant balloon at 12 atmospheres.